Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The blood glucose was 149 mg/dl. The customer stated that they were able to clear the alarm and request to rewind the insulin pump. The self test was performed and it did not passed. The device will be returned for the analysis.

Manufacturer narrative:
Device passed functional testing including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement and active current measurement. Pump did not communicate with test guardian link transmitter. Communication anomaly noted, problem isolated to electrical board . Device alarmed pump error 63 alarm during self test and confirmed in the device history due to broken pin 6 trace on keypad assembly.